Event description:
On 12/29/2022, it was reported by a sales representative via sems that an ar-2386-09 quadpro harvester had an issue during an acl reconstruction procedure on (B)(6) 2022. The graft was ready to be cut with quad pro, ar-2386-10. The plunger was inserted into quad pro and multiple attempts were made to cut the graft. After repeated failed attempts, a quad pro 9mm, ar-2386-09 was opened. The plunger was removed from 9mm quad pro and inserted into the 10mm quad pro in the patient. After more failed attempts to cut the graft, the 10mm plunger was reinserted and the graft was able to be cut. No piece broke off inside the patient, and the procedure was completed successfully. This was discovered during use with no impact to the patient. The ar-2386-09 quadpro harvester was discarded.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.